Manufacturer narrative:
(B)(4). Evaluation summary: the vessel closure system (vcs) system was returned for analysis. The reported difficult to remove the closure device and failure to deploy the clip could not be replicated in a testing environment and could not be confirmed due to the returned condition of the device. A conclusive cause for the reported event cannot be determined. Applying manual arterial compression to achieve hemostasis appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report, the following additional information was received: the device was difficult to remove. In accordance with the instructions for use, the safety release mechanism access ports were used to successfully facilitate device removal. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device after a diagnostic procedure. Reportedly, the clip would not release after deployment. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.